Event description:
Ge omnibed was called into biomed for repair on temperature probe. During initial inspection, tech identified additional issue with humidifier chamber. Pictures available. The humidifier assembly was hanging loose exposing control board and electrical components to water sitting in device chamber. The humidifier assembly also showed corrosion from water. The last pm was completed on this unit in 2019. The unit was down for a repair on control board in 2020 with nothing noted regarding any visible issues with the humidifier chamber at that time.